Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified nutrition empty bag had plastic particles (possibly from the ingredient bag ports in formula bags). The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.